Manufacturer narrative:
The cause of the discordant, falsely elevated free t3 results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated free triiodothyronine (free t3) results were obtained on one patient sample on an immulite 2000 xpi instrument upon initial and repeat testing, when using reagent lot 789. A new sample was obtained from the patient and was tested twice on the same instrument, also resulting high. The sample was sent to an alternate laboratory and tested on an alternate platform, and the result was lower. The discordant results were not reported to the physician(s). The repeat result obtained from the alternate laboratory was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated free t3 results.

Manufacturer narrative:
The initial MDR 2432235-2016-00679 was filed on november 7, 2016. Additional information (11/07/2016): the customer has informed siemens that the sample was not available for in house testing. Based on the information received from the customer, the siemens headquarters support center specialist has indicated that the cause of the discordant, falsely elevated ft3 results could be a potential interferant. The customer has indicated that no further assistance was required. The device is performing according to specifications. No further evaluation of the device is required.